Manufacturer narrative:
A ventec clinical specialist contacted the respiratory therapist (rt) to obtain additional information about how he was setting up the patient on the vocsn. She advised the rt that based on what he was reporting, the patient may need more support/volume. The ventec clinical specialist then walked the rt through the available options that would best support the patient. After which, the rt advised that the patient appeared more comfortable and that her vitals were good. The rt continued to monitor the patient and later reported to ventec that the patient was doing great on the recommended settings. Based on the information available, it's reasonable to conclude that the reported issue was due to user error due to the wrong settings being used for the patient. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device's breath rate was not as expected. The reporter, a respiratory therapist, advised that he was setting up a new patient on the vocsn when the reported issue was observed. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the device's serial number.